Event description:
I had lasik surgery performed in 2005. A year's long problem with dry eye syndrome, itching of the eyes, there were days I came home from work and wanted to rip my eyes out, they itched so bad. Had lots of blurred vision, was put on restatsis for 6-9 months. The hospital where I work -I'm a veteran- put permanent plugs in both bottom tear ducts to help with dry eyes, but this created a lot of fluid build-up at night to where my vision was even blurrier. My provider who performed the surgery eventually told me to blow dry my eyes every morning. What a joke, I paid him 4,000.00 to have all these problems. If I had this to do over again, I would never have had this procedure performed.